Event description:
It was reported that the patient alert sounded, and the lead exhibited high impedance and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The distal conductor was found to be fractured, the proximal conductor was stretched, and blood/body fluid was found on all conductors (not obstructed). The inner insulation was kinked/buckled and torn. The outer insulation breached cut, exhibited a cosmetic and breached depression, and was noted to have a white substance present. Blood was found in/on the helix/lobe mechanism and the lead appeared to have been stretched.